Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer containing critical medications is non-recoverable. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-100619. Please disregard this report and refer to MFR. Report number 2016493-2025-100296.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer containing critical medications is non-recoverable. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.